Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. A section of the upper assembly plastic was noted the be missing at the upper left corner. Inspection of the internal components revealed multiple failed and charred components on the radio frequency control board, which resulted in the event reported. No functional testing was performed due to the physical damage and electrical component failures previously identified. During further analysis performed, the root cause of the event was isolated to a thermal event on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. The product passed all manufacturing and inspection criteria at the time of manufacture, 10oct2018. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the radio frequency control board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to the procedure, when the generator was started there was an electrical burning odor and smoke being emitted. There was no patient involved at the time of the event and no adverse consequences to the user.